Event description:
It was reported that stored egms revealed noise on the rv lead. The lead will be replaced when the device reaches elective replacement indicator (eri). The device was programmed pacing off to avoid possible inappropriate therapy.

Manufacturer narrative:
The lead was capped.

Manufacturer narrative:
No medwatch form was received.